Event description:
According to the report from the distributor: "hero originally implanted (B)(6) was thrombosis during first ultrasound on (B)(6). Brachial artery was thought to be barely 3mm and possible cause. Upon imaging it was noted that device had shifted and outflow tip was in svc even though device was tacked down at connection site. New hero1002 was implanted in a loop and anastomoses to axillary. Good pulse and flow noted. Surgeon commented that, given movement of device, it is difficult to determine if thrombosis was caused by arterial anastomosis or device migration. Large scanlan tunnelling sheath was used on this small patient to deliver ptfe component."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report from the distributor: "hero originally implanted (B)(6) was thrombosis during first ultrasound on (B)(6). Brachial artery was thought to be barely 3mm and possible cause. Upon imaging it was noted that device had shifted and outflow tip was in svc even though device was tacked down at connection site. New hero1002 was implanted in a loop and anastomoses to axillary. Good pulse and flow noted. Surgeon commented that, given movement of device, it is difficult to determine if thrombosis was caused by arterial anastomosis or device migration. Large scanlan tunnelling sheath was used on this small patient to deliver ptfe component." This medwatch is for product code hero 1002. Additional information was obtained from the distributor. The patient had a translumbar access. The surgeon used a scanlan tunneling sheath as their kelly-wick tunneler did not work. The revision was done on (B)(6) 2014 with the arterial graft component being removed and a new hero arterial component being placed with an axillary anastomoses. On (B)(6) 2014 the distributor commented that "the revised hero is patent and that they would be cannulating, possibly yesterday." Requests were made for imaging and patient data; however, the hospital has a confidentiality policy that does not allow the release and the distributor was therefore unable to obtain that information. A records review was performed on the lot of hero 1002 and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. A review was performed of the available information. The hero graft instructions for use (IFU) lists prosthesis failure as a potential complication and states thrombosis is the most common cause of vascular access dysfunction. The IFU suggests the use of "a standard kelly-wick tunneler with a 7mm bullet tip" and also the use of "an artery with an internal diameter (ID) of 3mm or greater may result in improved blood flow compared to a brachial artery with an ID of less than 3mm" during the implantation of the arterial graft component. The surgeon stated the native artery was barely 3mm and also commented that the scanlan tunneler may have been too large. We do not know the diameter size of the scanlan tunneling sheath that was used, but per the surgeon's comment, it is possible the tunnel was too large and left excess space between the native adventitia and the graft wall thereby allowing the arterial graft component to move around during the first post-operative weeks. As such, this movement alone or in conjunction with poor arterial inflow (from small diameter artery) may have impacted the arterial inflow hemodynamics leading to early thrombus formation. The root cause of the reported thrombosis was likely inadequate blood flow through the graft due to a small target arterial source. Migration of the voc was likely due to use of a large tunneling device. Adequate precautions regarding these potential complications are included in the IFU.

Event description:
According to the report from the distributor: "hero originally implanted (B)(6) was thrombosis during first ultrasound on (B)(6). Brachial artery was thought to be barely 3mm and possible cause. Upon imaging it was noted that device had shifted and outflow tip was in svc even though device was tacked down at connection site. New hero1002 was implanted in a loop and anastomoses to axillary. Good pulse and flow noted. Surgeon commented that, given movement of device, it is difficult to determine if thrombosis was caused by arterial anastomosis or device migration. Large scanlan tunnelling sheath was used on this small patient to deliver ptfe component."